Event description:
It was reported that the customer passed away. The event leading to the customer's passing was discontinuing chemotherapy, eating small portions of food, stopped eating and health went down from there. The customer's blood glucose at the time of death was unknown. The cause of death was stage 4 pancreatic cancer that had spread. The customer was wearing the insulin pump at the time of death. The caller stated that they did not want to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).